Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found an outer insulation abrasion at 6.6 cm to 6.7 cm from the connector pin due to friction to the device can.